Manufacturer narrative:
D1: correction made from watchman flx pro to watchman flx. D4: correction made from m635wu60200 to m635wu50200.

Event description:
Champion-af study. It was reported a stroke occurred. The patient was on rivaroxaban medication prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted with a deployed device diameter of 21 mm. The patient was discharged on aspirin. At the four-month routine follow up visit, transesophageal echocardiogram (tee) imaging revealed complete laa seal, and no evidence of thrombus on the atrial facing surface of the closure device. 1076 days post index procedure, the patient was noted to have a cerebral vascular accident (cva) due to thrombosis of the right middle cerebral artery (mca) that was ischemic in etiology. The patient was on aspirin at the time of the event. The modified rankin scale (mrs) was noted to be 3 and the nihss score was 13. Laboratory and brain imaging was performed in response to the event. No interventions were reported. The patient was hospitalized in the intensive care unit. It was further reported the patients cva symptoms were inability to get up on from the ground the night prior to presenting to the emergency room and being diagnosed with stroke. The patient also mentioned having weakness for 1-2 weeks however, was unsure if the weakness is on one side or another. The patient's voice was hoarse/soft and had trouble speaking and clarifying details such as laterality, etc, having abdominal pain, and having spots in vision at one point. The patient's neurological examination revealed cranial nerve deficit along with facial symmetry (facial droop on the left side). The patient was able to move right upper extremity (rue) and right lower extremity (rle) spontaneously. Left upper extremity (lue) was noted with 0 out of 5 strength with no movement and left lower extremity (lle) noted with some diminished movement against gravity. Glasgow coma scale (gcs) eye sub score was noted as 4, gcs verbal sub score as 5, gcs motor sub score as 6. Two (2) liters nasal cannula oxygen was administered at the time of evaluation. Blood lab results noted suspected hyponatremia, mild lactic acidosis with evidence of rhabdomyolysis. The physicians determined this was most likely due to the patient being down on the ground for an extended period. Intravenous fluids were given. Computed tomography (CT) scan revealed subacute right middle coronary artery (mca) territory infarct without hemorrhagic conversion, mass effect, midline shift. A computed tomography angiogram (cta) head and neck was performed which revealed large vessel occlusion (lvo) in the m1 segment of the middle cerebral artery (mca) with diminutive opacification of m2 and m3 segments via poor collaterals. It was further clarified that the initial nihss score one (1) day after admission to the hospital was noted to be 17, the repeat nihss score on the following day was noted to be 13, with the latest nihss score eight (8) days after admission was 14. Due to the patient being out of the window for thrombolytic treatment/thrombectomy, aspirin 300mg was given and the patient was neuro-monitored in the intensive care unit (ICU) in response to the event. It was further reported the patient was discharged to a rehabilitation facility 10 days after presenting to the hospital. The patient was discharged on aspirin, with instructions to follow up with physical and occupational therapy, and outpatient follow up with physicians and neurology for the continued stroke deficits.

Event description:
Champion-af study. It was reported a stroke occurred. The patient was on rivaroxaban medication prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted with a deployed device diameter of 21 mm. The patient was discharged on aspirin. At the four-month routine follow up visit, transesophageal echocardiogram (tee) imaging revealed complete laa seal, and no evidence of thrombus on the atrial facing surface of the closure device. 1076 days post index procedure, the patient was noted to have a cerebral vascular accident (cva) due to thrombosis of the right middle cerebral artery (mca) that was ischemic in etiology. The patient was on aspirin at the time of the event. The modified rankin scale (mrs) was noted to be 3 and the nihss score was 13. Laboratory and brain imaging was performed in response to the event. No interventions were reported. The patient was hospitalized in the intensive care unit. It was further reported the patients cva symptoms were inability to get up on from the ground the night prior to presenting to the emergency room and being diagnosed with stroke. The patient also mentioned having weakness for 1-2 weeks, however, was unsure if the weakness was on one side or another. The patient's voice was hoarse/soft and had trouble speaking and clarifying details such as laterality, etc., having abdominal pain, and having spots in vision at one point. The patient's neurological examination revealed cranial nerve deficit along with facial symmetry (facial droop on the left side). The patient was able to move right upper extremity (rue) and right lower extremity (rle) spontaneously. Left upper extremity (lue) was noted with 0 out of 5 strength with no movement and left lower extremity (lle) noted with some diminished movement against gravity. Glasgow coma scale (gcs) eye sub score was noted as 4, gcs verbal sub score as 5, gcs motor sub score as 6. Two (2) liters nasal cannula oxygen was administered at the time of evaluation. Blood lab results noted suspected hyponatremia, mild lactic acidosis with evidence of rhabdomyolysis. The physicians determined this was most likely due to the patient being down on the ground for an extended period. Intravenous fluids were given. Computed tomography (CT) scan revealed subacute right middle coronary artery (mca) territory infarct without hemorrhagic conversion, mass effect, midline shift. A computed tomography angiogram (cta) head and neck was performed which revealed large vessel occlusion (lvo) in the m1 segment of the middle cerebral artery (mca) with diminutive opacification of m2 and m3 segments via poor collaterals. It was further clarified that the initial nihss score one (1) day after admission to the hospital was noted to be 17, the repeat nihss score on the following day was noted to be 13, with the latest nihss score eight (8) days after admission was 14. Due to the patient being out of the window for thrombolytic treatment/thrombectomy, aspirin 300mg was given and the patient was neuro-monitored in the intensive care unit (ICU) in response to the event.

Manufacturer narrative:
B2: outcome added. B5: information added. E1: initial reporter first and last name corrected. H6 patient codes added: visual disturbances and muscle weakness/atrophy. H6 impact codes added: unexpected diagnostic intervention and medication required.

Event description:
Champion-af study it was reported a stroke occurred. The patient was on rivaroxaban medication prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted with a deployed device diameter of 21 mm. The patient was discharged on aspirin. At the four-month routine follow up visit, transesophageal echocardiogram (tee) imaging revealed complete laa seal, and no evidence of thrombus on the atrial facing surface of the closure device. 1076 days post index procedure, the patient was noted to have a cerebral vascular accident (cva) due to thrombosis of the right middle cerebral artery (mca) that was ischemic in etiology. The patient was on aspirin at the time of the event. The modified rankin scale (mrs) was noted to be 3 and the nihss score was 13. Laboratory and brain imaging was performed in response to the event. No interventions were reported. The patient was hospitalized in the intensive care unit.

Manufacturer narrative:
B5: information added.

Event description:
Champion-af study. It was reported a stroke occurred. The patient was on rivaroxaban medication prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted with a deployed device diameter of 21 mm. The patient was discharged on aspirin. At the four-month routine follow up visit, transesophageal echocardiogram (tee) imaging revealed complete laa seal, and no evidence of thrombus on the atrial facing surface of the closure device. 1076 days post index procedure, the patient was noted to have a cerebral vascular accident (cva) due to thrombosis of the right middle cerebral artery (mca) that was ischemic in etiology. The patient was on aspirin at the time of the event. The modified rankin scale (mrs) was noted to be 3 and the nihss score was 13. Laboratory and brain imaging was performed in response to the event. No interventions were reported. The patient was hospitalized in the intensive care unit. It was further reported the patients cva symptoms were inability to get up on from the ground the night prior to presenting to the emergency room and being diagnosed with stroke. The patient also mentioned having weakness for 1-2 weeks, however, was unsure if the weakness is on one side or another. The patient's voice was hoarse/soft and had trouble speaking and clarifying details such as laterality, etc., having abdominal pain, and having spots in vision at one point. The patient's neurological examination revealed cranial nerve deficit along with facial symmetry (facial droop on the left side). The patient was able to move right upper extremity (rue) and right lower extremity (rle) spontaneously. Left upper extremity (lue) was noted with 0 out of 5 strength with no movement and left lower extremity (lle) noted with some diminished movement against gravity. Glasgow coma scale (gcs) eye sub score was noted as 4, gcs verbal sub score as 5, gcs motor sub score as 6. Two (2) liters nasal cannula oxygen was administered at the time of evaluation. Blood lab results noted suspected hyponatremia, mild lactic acidosis with evidence of rhabdomyolysis. The physicians determined this was most likely due to the patient being down on the ground for an extended period. Intravenous fluids were given. Computed tomography (CT) scan revealed subacute right middle coronary artery (mca) territory infarct without hemorrhagic conversion, mass effect, midline shift. A computed tomography angiogram (cta) head and neck was performed which revealed large vessel occlusion (lvo) in the m1 segment of the middle cerebral artery (mca) with diminutive opacification of m2 and m3 segments via poor collaterals. It was further clarified that the initial nihss score one (1) day after admission to the hospital was noted to be 17, the repeat nihss score on the following day was noted to be 13, with the latest nihss score eight (8) days after admission was 14. Due to the patient being out of the window for thrombolytic treatment/thrombectomy, aspirin 300mg was given and the patient was neuro-monitored in the intensive care unit (ICU) in response to the event. It was further reported the patient was discharged to a rehabilitation facility 10 days after presenting to the hospital. The patient was discharged on aspirin, with instructions to follow up with physical and occupational therapy, and outpatient follow up with physicians and neurology for the continued stroke deficits.